Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed. The product returned for evaluation was one 0.018 in. Guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against resistance. The returned product sample was evaluated, and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic. Examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which is suggestive of direct contact with a hard-edged instrument (such as an introducer needle). ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guidewire was attempted to be pulled out because the guidewire was stuck. However, the guidewire was broken, and the guidewire segment remained in the patient. After that, the guidewire segment was removed from the patient. The health injury to the patient was unknown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was attempted to be pulled out because the guidewire was stuck. However, the guidewire was broken, and the guidewire segment remained in the patient. After that, the guidewire segment was removed from the patient. The health injury to the patient was unknown.